Event description:
Affiliate reported that the valve was causing the patient severe headaches. They eventually had to remove the device and replace it with the evd catheter.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.